Event description:
Follow up reported the surgerywas scheduled for june 21, 2013. Further follow up reported the replacement took place.

Event description:
It was reported that there were telemetry issues with the patient¿s implantable neurostimulator (ins) and an overdischarge condition suspected. It was noted that the overdischarge was due to ¿patient education issues¿. The patient indicated that it was a brand new device and did not need to charge. It was reported that the patient had never charged the device. The last time any stimulation was felt was 2 months ago. The patient met with the manufacturer¿s representative on (B)(6) 2013 at which time 3 physician mode recharge (pmr) procedures were performed but did not lead to a normal charging screen. It was also reported that the patient performed 1 pmr procedure at home. The antenna locator (al) feature and a coupling of 60 was noted. The patient again met with the manufacturer¿s representative on (B)(6) 2013 at which time another pmr was performed (al feature showed a coupling of 60) but could not get a normal charge screen. It was noted that the ins pocket did not appear to be loose. Follow up information confirmed that the pmr procedure attempts were unsuccessful after 3 attempts. It was noted that the patient did not have any stimulation during the event. The patient was schedule to see their physician on (B)(6) 2013 for an x-ray. Further follow up information reported that x-ray showed that the ins battery was in the proper anatomical position. A total of 6 (¿or more¿) pmr procedures were performed but the battery remained in a discharged condition. The plan was to replace the ins battery. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was waiting for a surgery date.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3550-39, lot# n362814, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was further reported that the patient was doing very well, with no problems. A non-rechargeable system was implanted. The company representative stated he felt this was an issue of patient noncompliance. It was also stated that the device had been mailed back.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. (B)(4).